Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The peritonitis was manifested by cloudy fluid. The patient was not hospitalized for the event. A day after the onset, the patient was treated with vancomycin injection (1gm, once in every 3 days, discontinued, route not reported) and ceftazidime injection (1gm, discontinued, frequency and route not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient has recovered from the event. The patient has been retrained for proper aseptic technique. No additional information is available.